Event description:
It has been reported to philips that the system would not perform fluoroscopy. The patient was moved to another system to perform the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the treatment was carried out. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoro was not available. Review of system log file by fse showed en-x inactive when footswitch pressed resulting in malfunction of footswitch. Fse suggested to replace the defective wired footswitch. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.